Event description:
It was reported to nova biomedical that a consumer received a result of 31.5 mmol (567 mg/dl) on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 20 mmol (360 mg/dl). The consumer opened a new vial of test strips performed back-to-back tests getting the following results of 9 mmol (162 mg/dl) and 16 mmol (288 mg/dl). The difference in the consumer's readings was determined to be clinically significant. During the call to customer support, it was revealed that the consumer did not have any control solution for testing his test strips before as instructed in our directions for use. The consumer was educated on these directions for use at the time of call.